Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that simethicone was used in the user facility. It is possible that the foreign material could have been simethicone from the obtained information. It is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to wear of remote switch 1. However, it could not conclusively specify the cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: ·labeling the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.